Manufacturer narrative:
Additional information: g1 plant investigation: the device was not returned to the manufacturer for physical evaluation and the product details were not provided. As the product information was unknown, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient had expired. No additional details were reported during the initial report. The date of event is unknown. No additional information provided during intake. Subsequent attempts to obtain additional information have thus far proven unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿ clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. Subsequent attempts to obtain additional information (death certificate, discharge summary, patient demographics, esrd death notification) have thus far proven unsuccessful. Based on the available information, there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Therefore, the completion of a clinical investigation is not required at this time.

Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient had expired. No additional details were reported during the initial report. The date of event is unknown. No additional information provided during intake. Subsequent attempts to obtain additional information have thus far proven unsuccessful.